Manufacturer narrative:
(B)(4).

Event description:
This MDR submission includes information obtained from related (B)(4). On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was reading inaccurately high compared to another meter (unknown meter), and inaccurately low compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient stated that she was unable to confirm when the meter issue began, alleging that she obtained inaccurately high blood glucose result of ¿225 mg/dl¿ on the subject meter compared to ¿185 mg/dl¿ on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient was unable to confirm how she manages her diabetes, but stated that in response to the alleged high reading of ¿225 mg/dl¿ she administered 7 units of insulin. She reported that she then slept for 4 hours, and woke up around 4 am, with symptoms of ¿sweaty, shaky, weak and tired¿. A blood glucose result of "65 mg/dl" was obtained on the subject meter. Which she felt was low compared to her feelings/normal results. She reported that she self-treated the symptoms with 4 glucose tablets (reilon), some fruit punch and a small peanut butter sandwich, in order to get her blood glucose level up. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.